Event description:
Pt is a glaucoma suspect and has taken white/white (stimulus/background) visual field test in past without sequelae. Pt began blue/yellow field test using same instrumentation and had incomplete loss of consciousness, loss of bladder control, and incomplete muscular control. This episode came on 45-90 seconds after stimulus presentation began. Pt had to be held upright until assistance was given to lay her on the floor. Pt was able to walk with help 25 mins after onset with nausea. ER and f/u physician testing found no etiology.